Event description:
The consumer reported using the patch for 6 to 7 hrs on the mid to lower thigh near the back side of the knee. When the patch was removed, an area of skin was burned and some skin remained adhered to the patch. His primary care physician diagnosed second degree burns. He is keeping the area clean and dry and is taking prescription antibiotics as a precaution to prevent infection.

Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. Review conducted by manufacturer yielded no significant complaints or trends regarding this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.